Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted on (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and a lead fracture was confirmed. During explant of the rv lead, the right atrial (ra) lead dislodged and was damaged. Both the rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that this patient is a participant in the (B)(6) registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.